Event description:
It was reported by service report that the zoom was intermittent. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - zoom; load cell; csi box; drive motor unit.